Event description:
The following event was reported to implantcast gmbh: the screw securing the metaphyseal component to the stem was broken near the junction of the metaphyseal component and stem. The teeth at the junction were not affected at the time of break but were damaged during explantation. The threading to the stem was blocked by the screw so typical explantation instruments could not be used. Trephine reamers, osteotomy, and additional instruments were used to remove the stem. The taper between the inverse cap and the metaphyseal components was well fixed and could not be separated during explant. The pe insert was also well fixed and sustained damage during explantation as the surgeon attempted to separate the insert from the cap.

Manufacturer narrative:
An agilon®xo system had to be revised after about four years three and months of implantation time. It is reported that the agilon® xo screw m6/22.5mm broke. The affected products were not sent to implantcast gmbh for investigations. However, pictures of the explants (stem and screw) and an x-ray picture were provided with which a limited examination can be performed. The manufacturing documents and the material certificates of the agilon® xo screw m6/22.5mm were checked. Those did not reveal any errors. The surgical techniques and instructions for use were checked and showed no deviations. In addition, the x-ray shows a thin radiolucent rim around the metaphyseal component. However, the diameter of the implanted stem is wider than that of the metaphyseal component. Therefore, this radiolucent rim was caused during the preparation of the bone/ the implantation of these components. The glenosphere also appears to be tilted too far superiorly/cranially. Both factors could have had contribute to instability of the overall construct, potentially leading to screw loosening and, finally to the fracture of the screw. However, due to limited information, these findings cannot be definitively confirmed. This event was assigned to the error pattern "implant failure (general)" in the associated risk management.

Manufacturer narrative:
An agilon®xo system had to be revised after about four years three and months of implantation time. It is reported that the agilon® xo screw m6/22.5mm broke. The affected products were not sent to implantcast gmbh for investigations. However, pictures of the explants (stem and screw) and an x-ray picture were provided with which a limited examination can be performed. The manufacturing documents and the material certificates of the agilon® xo screw m6/22.5mm were checked. Those did not reveal any errors. The surgical techniques and instructions for use were checked and showed no deviations. In addition, the x-ray shows a thin radiolucent rim around the metaphyseal component. However, the diameter of the implanted stem is wider than that of the metaphyseal component. Therefore, this radiolucent rim was caused during the preparation of the bone/ the implantation of these components. The glenosphere also appears to be tilted too far superiorly/cranially. Both factors could have had contribute to instability of the overall construct, potentially leading to screw loosening and, finally to the fracture of the screw. However, due to limited information, these findings cannot be definitively confirmed. This event was assigned to the error pattern "implant failure (general)" in the associated risk management.

Event description:
The following event was reported to implantcast gmbh: the screw securing the metaphyseal component to the stem was broken near the junction of the metaphyseal component and stem. The teeth at the junction were not affected at the time of break but were damaged during explantation. The threading to the stem was blocked by the screw so typical explantation instruments could not be used. Trephine reamers, osteotomy, and additional instruments were used to remove the stem. The taper between the inverse cap and the metaphyseal components was well fixed and could not be separated during explant. The pe insert was also well fixed and sustained damage during explantation as the surgeon attempted to separate the insert from the cap.